Event description:
Synthes 2.5 drill point broke off during surgery, broken drill point noted by staff after surgery. Retained drill tip embedded in bone confirmed by xray. Per surgeon tip will not be retrieved at this time. Family notified.